Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer had difficulty disengaging a hook instrument from the carriage on universal surgical manipulator (usm) #1. The instrument did not release as expected. As a result, the customer had to force the instrument back onto the arm carriage for removal. The procedure was converted to open surgery for an unspecified reason. No post-operative complications were reported following the surgical procedure.